Event description:
This device is at eri indication and was explanted and replaced. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was returned and analyzed. The device memory demonstrated a normal device function while the device was implanted and in service. The bench test of the ICD revealed that all therapy functions were available. The archive data and the programmed parameters were inspected. High left ventricular pacing thresholds, up to 3.0 v and 1.5 ms, were documented in the archive data. Therefore it is reasonable to assume that the pacing outputs were programmed accordingly, which is confirmed by the last programmed left ventricular pacing output of 5.0 v and 1.5 ms. This represents a high current program, which results in a faster discharge of the battery. In conclusion, the device was fully functional. There was no indication of a device malfunction. Analysis of the device revealed a normal battery depletion. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.